Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not opening. A field service engineer (fse) reported that the remote manager was repeatedly failing due to misalignment and loose latch connections. The fse applied grease to all latch connection points, secured them to the harness cable, and tested the remote manager by opening and closing it multiple times, noting improper hasp movement. The fse then adjusted the position of the remote manager forward to improve alignment with the hasp, ensured proper closure with the latch housing, secured all bolts, and confirmed that the remote manager was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open and the issue was recurring. Multiple attempts to recover the storage space were unsuccessful despite several device reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.